Event description:
It was reported that the customer went to the emergency room with a blood glucose level that was reading of ¿high¿; however, a specific value was not provided. Customer¿s bg was treated intravenously with saline and insulin. Reportedly, the cartridge was leaking from the o-ring. Customer loaded a new cartridge to address the issue.